Manufacturer narrative:
According to additional information, latest version of customer's sop was provided, in which among general procedures, it is stated that heater coolers that are kept filled at weekends for emergency surgery are not monitored for h2o2 levels on saturday and sunday but are always tested before next use. As per device instructions for use, the h2o2 level must be checked daily: if this is not applied, the device must be drained. Based on collected evidence, it is reasonable to conclude that the cleaning and disinfection protocol above described is still adopted by customer and that observed deviation from IFU's may have led/contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated capasand a field action has been issued in march 2019.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in leeds, united kingdom. Through follow-up communication with the customer, livanova learned that there were no other devices in operating theater, patient water blankets are not used, the devices are never used in intensive care unit (ICU). The device is cleaned according to instructions for use; single use gloves are worn for each machine: only one machine at a time is transported and cleaned. A t90 filter is used in decontaminated unit and last 90 days. There are two further sinks in the hospital, which are used for water tank changes on the alternate weeks. Pall aquasafe filter is used and it is changed weekly. 3t units kept filled at weekends for emergency surgeries are not monitored for h2o2 levels on saturday and sunday, but are always tested before next use. Unit tanks are also drained before long term storage. The 3t device is used inside the operating theater, with the fans facing away from the surgical field including instruments etc. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a heater-cooler system 3t device was found to be contaminated with bacteria several time in the past. The customer did not report occurrences of device contamination to livanova at that time. In detail, device was found to be contaminated with mycobacterium gordonae 2 times in 2022. Moreover, in 2023 the device was found to be contaminated with bacteria (cfu greater or equal to 100) 1 time. There was no patient injury.